Event description:
Customer reported the lift column movement was intermittent. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluatedd the system and replaced the vertical lift power supply. System operates as intended.